Manufacturer narrative:
No sample was returned for analysis. Consequently, the investigation was not able to further evaluate the reported failure mode through a complaint sample analysis. A device history review could not be completed as no batch number was provided. Without a sample, photograph or lot information the investigation was unable to confirm the failure mode nor identify a probable root cause. As the failure mode was unable to be confirmed nor a root cause able to be determined a corrective and/or preventive action could not be identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences. H3 other text : see narrative.

Event description:
Material no: unknown batch no: unknown.   It was reported that the pleurx tubing is no longer draining properly and causing redness at injection site.   Verbatim: it was reported that the pleurx tubing is no longer draining properly and causing redness at injection site. Customer also claims this issue is extemely uncomfortable. On 21jun21 - lvm requesting clarification of defective issue - left contact information. On 23jun21 - left second vm requesting clarification of defective issue - left contact information again. Ack letter sent.

Manufacturer narrative:
Pr (B)(6): initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no: unknown, batch no: unknown.   It was reported that the pleurx tubing is no longer draining properly and causing redness at injection site.   Verbatim: it was reported that the pleurx tubing is no longer draining properly and causing redness at injection site. Customer also claims this issue is extremely uncomfortable. On 21jun2021 - lvm requesting clarification of defective issue - left contact information. On 23jun2021 - left second vm requesting clarification of defective issue - left contact information again. Ack letter sent.